Event description:
It was reported that via merlin.net transmission, non-sustained lead noise due to post paced t wave oversensing was observed. The ICD was reprogrammed. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that non-sustained rv oversensing alert was received via remote transmission. A review of the episode reveled the oversensing was due to far field p-wave oversensing. The patient was asymptomatic. The device was reprogrammed.